Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the punch was not cutting the aorta completely. They were able to complete the procedure with scissors. There was no patient harm and the patient is doing fine.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. The number provided does not belong to teleflex lot number configuration. Visual inspection was performed to 1 piece from product code dp-40k (pu dp-40k disp punch 4.0mm) received as part of this complaint, pieces was not received in its original packaging, product tip present a rusted areas. Dimensional tests according to qa-pun-001/f2 & f3 were performed obtained acceptable results in core and blade parts. As per quality form qa-pun-003/f1, the unit was activated by triggering the device in order to detect any obstructions and to show a smooth return of the metal core, sample available didn't show any problem during this testing. No corrective actions can be established since the dimensional and functional test demonstrated that product is according to specification. Customer complaint is not confirmed due sample received demonstrated be according to specifications according to dimensional and functional test other remarks: performed.

Event description:
It was reported that the punch was not cutting the aorta completely. They were able to complete the procedure with scissors. There was no patient harm and the patient is doing fine.

Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Visual inspection was performed to 1 piece from product code dp-40k (pu dp-40k disp punch 4.0mm) received as part of this complaint, pieces was not received in its original packaging, product tip present a rusted areas. Dimensional tests according to (B)(4) were performed obtained acceptable results in core and blade parts. As per quality form (B)(4), the unit was activated by triggering the device in order to detect any obstructions and to show a smooth return of the metal core, sample available didn't show any problem during this testing. No corrective actions can be established since the dimensional and functional test demonstrated that product is according to specification.

Event description:
It was reported that the punch was not cutting the aorta completely. They were able to complete the procedure with scissors. There was no patient harm and the patient is doing fine.